Manufacturer narrative:
The sensor replacement alert was asserted to the user on october 23, 2023, day 47 after insertion. An RMA was authorized to investigate the sensor further. From the return material analysis testing, however, the sensor did not reveal any malfunction. Further analysis of the in vivo sensor data showed that there were periods of transient shifts in the signal and reference channel, which could potentially be due to impacts to the insertion site. The user does not mention an impact to the insertion site in the case notes. However, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report 12 february 2024. G3. Date received by manufacturer 16 january 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.